Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer corrected high blood glucose with injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.